Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 2017865-2021-02064. Related manufacturer reference number: 2017865-2021-02065. It was reported that the patient presented for follow up with a suspected infection. The implantable cardioverter defibrillator, right atrial, and right ventricular lead were explanted. The patient was stable prior to, during and after the procedure.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri).